Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial#: (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 24-may-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at an unknown dose (current) and bupivacaine 15 mg/ml at a unknown dose (current) via an implanted pump for spinal pain indications. The patient¿s new intrathecal medications included unknown morphine 5 mg/ml at 0.3 mg/day and bupivacaine 7.5 mg/ml at 0.45 mg/day. It was reported the catheter was replaced on (B)(6) 2024. The patient reported a return of symptoms in (B)(6), so the hcp scheduled a dye study a couple of weeks later. At the dye study, the hcp stated that it was "challenging to get cerebrospinal fluid (csf) back so they wanted to replace the catheter. The hcp tried again on the date of this report to aspirate the old catheter from the catheter access port (cap) and was unable to, so they proceeded to replace the entire catheter. The cap was aspirated successfully when the new catheter was attached to the pump. The rep inquired about and agent reviewed relevant prime and bridge bolus information as the drug concentration was changed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the difficulty aspirating was unknown. The event resolved, as the physician placed a new catheter. The old catheter pump connector was cut off and disposed of. The remainder of the catheter was tied off and remained implanted. The patient's weight at the time of the event was unknown.